Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Event description:
The customer reported via phone call that they received a button error alarm. Customer stated they were unable to resolve the alarm with a battery change. The customer's blood glucose was 121 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated they were laying down prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.